Event description:
The delivery system valve on the zenith fenestrated aaa endovascular graft proximal body (zfen p-2-30-109-r) leaked throughout the entire case. This also occurred when the distal component was deployed (zenith fenestrated aaa endovascular graft distal body (zfen-d-12-62-76-c -reported separately see 9680654-2014-00013). The patient lost blood. Two units of blood were transfused. The procedure was completed successfully despite the leaking delivery systems. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.